Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification due to being defective and failing incoming functional testing. It was also noted that the connector / cable assembly was loose and displayed a low battery message on screen. The defective device was decommissioned and replaced with a functional device . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.